Event description:
Caller tested "in the 5.0 inr range" on the coaguchek xs system while a comparison lab returned as "possibly in the 3.0 inr range." No treatment information provided. No adverse event reported. Requested return of suspect system and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.